Manufacturer narrative:
The exact cause of the defects cannot be conclusively determined. Probable reasons could be: -the age of the instrument, -sterilizing the instrtment repeatedly while an insert was attached to the handle, -using improper chemicals for cleaning and sterilization, -too high temperatures during cleaning and sterilization, -impairments by dropping the instrument or any impacts during usage, cleaning and sterilization. Based on our detailed eval we can exclude that a material defect, a defect in design or a defect in manufacturing caused or contributed to this incident. Thus, we feel that no corrective has to be taken on our part.